Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a crack in the battery compartment, a stripped battery cap, and a faded and discolored display screen. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and found a crack in the battery compartment. The battery cap was observed to be stripped. The pump powered on and the display screen was found to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).